Manufacturer narrative:
Investigation in progress. Device location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2007. Subsequently, the patient was revised due to pain and locking knee on (B)(6) 2018. The x-ray showed that signs of tibia subsidence ltc, 10 degree valgus instability and a loose piece of polyethylene was found in side the knee. Tm monoblock tibial component is the only tmt design controlled part.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2007. Subsequently, the patient was revised due to pain and locking knee on (B)(6) 2018. The x-ray showed that signs of tibia subsidence ltc, 10 degree valgus instability and a loose piece of polyethylene was found in side the knee. Piece of plastic was send of for histopathology. Tm monoblock tibial component is the only tmt design controlled part.

Manufacturer narrative:
The tm lps monoblock tibia was implanted for approximately 11 years prior to the eminence fracture. The single x-ray image from the date of the revision surgery shows an intact tm baseplate component that appears as expected when compared against a computer-aided design image. The tibial eminence was returned to tmt and evaluated under the light microscope. The striated pattern observed on the fractured surface was compared against examples from the literature with a known failure type. It was found that the failure was likely attributed to fatigue secondary to repetitive anterior impingement of the femoral component cam against the tibial eminence and wear of the tibial eminence. Fracture of the tibial eminence is a known risk and prosthesis fracture which may require reoperation is an adverse event and documented in the package insert. Tm monoblock tibial component is the only tmt design controlled part. Product evaluation summary attached with the complaint (B)(4) under action item (B)(4). This investigation by product development is considered closed at this time. Should additional information become available, this investigation may be re-opened.